Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2017 with the following findings: during investigation, the battery compartment was found to be cracked from the threads down to the case seal on the side. Moisture corrosion was observed in the battery canister. Unrelated to the original complaint, further investigation revealed the pump was unable to power on, and moisture corrosion was found on the display screen inside the pump. A leak test was performed and failed due to a battery compartment and bolus button leak. The pumps cover was removed, and further moisture corrosion was found on the cgm module, the display screen, and on the printable circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked/damaged, which was noticed after swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.